Event description:
It was reported that a balloon catheter ruptured, exhibiting a rapid loss of pressure during a procedure. The catheter was not used and a different one was used to complete the procedure. There was no patient injury or intervention.

Manufacturer narrative:
A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was discarded at the user facility and not returned to the manufacturer for evaluation. The alleged product issue could not be confirmed.